Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away. The patient was admitted and underwent aortic valve replacement; surgery was complicated with severe right ventricular failure and need for biventricular support. It was noted that the patient had a stroke perioperatively.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. It was reported that the patient's outcome was not considered device-related, and the device operated as expected. (B)(6) will reportedly not be returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including death, right heart failure, stroke, and bleeding. Section 5 ¿surgical procedures¿ warns that moderate to severe aortic insufficiency must be corrected at time of device implant. This section of the IFU also warns that patients with mitral or aortic mechanical valves may be at added risk of accumulating thrombi on the valve when supported with left ventricular assist devices. Section 6 ¿patient care and management¿ lists right heart failure as a potential risk/adverse event that may be associated with the use of heartmate 3 lvas. This section (under ¿right heart failure¿) also outlines indications of right heart failure as well as possible treatments. Section 6 provides information regarding anticoagulation, including recommended inr (international normalized ratio) range. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information stated that the patient was admitted for the elective aortic valve replacement (avr). The patient's death was not thought to be device related. The device operated as expected.